Event description:
A report was received that the patient underwent an explant procedure of the ipg due to pain at the pocket site. The patient's ipg was slightly protruding in the skin. The patient was doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.